Event description:
Caller reported that a malfunction occurred on the pump, with a specific malfunction code displayed. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer reverted to an alternate method of insulin therapy.